Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic dissecting aneurysm using 22 fr gore® dryseal flex introducer sheath. During the treatment, radiforcus guidewire was advanced from the right side and may have developed a dissection. During sheath advancement from the right side, resistance was felt. Then, while removing the sheath after all stent grafts were implanted, rupture of right external iliac artery was observed. For rupture treatment, additional stent graft was implanted into the right external iliac artery. Angiography revealed a slid at the right common iliac artery and a delayed flow at the right internal iliac artery because an intima might have been damaged by the sheath. For treatment, additional stent graft was implanted to extend to right common iliac artery. The patient tolerated the procedure. The physician stated that the access was difficult to perform as expected. Reportedly, the sheath could be related to the access trauma. The diameter of the access vessel that was covered by the additional stent grafts, the right iliac artery, was 5.5 mm - 10.2 mm. The diameter of around the ruptured vessel was 5.5 mm.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.